Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that one day post-operatively the patient experienced chest pain and felt a "pop." The patient also reports feeling sweaty, ill, and had decreased blood pressure. Echocardiogram found a pericardial effusion and lead perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.